Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one x-ray video was provided for review. In the video, there is a port in the right chest. The port catheter enters the right subclavian vein before travelling to the right heart. The port has been injected with contrast appearing to extravasate immediately prior to the port catheter entering the vein. The port has a leak in the mid catheter. Therefore, the investigation is confirmed for the reported catheter fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d6a, d6b, g3, h6 (patient, device, component, method, result). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using with the powerport isp MRI. On (B)(6) 2025, it was reported that during the oxaliplatin infusion chemotherapy treatment, the catheter was allegedly found to be leaking, resulting in infiltration. Consequently, the patient experienced irritation and tissue necrosis in the area surrounding the reservoir, along with extravasation. Under fluoroscopic guidance, a fissure in the body of the catheter was confirmed, evidenced by contrast medium leakage. The device was determined to be dysfunctional. Subsequently, the implantable catheter was surgically removed. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using with the powerport isp MRI. On (B)(6) 2025, it was reported that during the oxaliplatin infusion chemotherapy treatment, the catheter was allegedly found to be leaking, resulting in infiltration. Consequently, the patient experienced irritation and tissue necrosis in the area surrounding the reservoir, along with extravasation. Subsequently, the implantable catheter was surgically removed. The current status of the patient remains unknown.